Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a grip pin with improper swaging. This failure is likely a workmanship issue. Based on a log review, the prograsp forceps instrument was last used on (B)(6) 2020 on system (B)(4). There were 2 uses remaining. No images or videos were shared for the event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted inguinal hernia repair surgical procedure, allegedly a screw on a prograsp forceps instrument was loose, was sticking out, and caught on the bowel. No injury was evident and no fragment fell inside the patient. There was no report of any patient harm, adverse outcome, or injury. However, the instrument grip pin was sticking out with no evidence or claim of user mishandling/misuse. If this malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, a screw on a prograsp forceps instrument allegedly was loose, was sticking out, and caught on the bowel. No injury was evident. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information regarding the reported event from the robotics coordinator: the prograsp forceps was inspected prior to use. She said the instrument was only in use between 5 ¿ 10 minutes. The instrument did not collide with any other instrument when it was inside the patient. When the loose screw was identified, the instrument was removed and a back-up instrument was used instead. No fragments fell inside the patient. The robotics coordinator was unaware of any post-procedure complications. There is no video recording of this procedure and no patient-related information was available.